Manufacturer narrative:
The 2.5 mm diameter locking screws (1405-10xx) and unknown plates (1405-4005 or 1508-400x) are provided to the customer within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, (sk-12), that the product is distributed within. The devices removed were not returned to the manufacturer for evaluation. There is not sufficient information to perform a detailed DHR review as the part and lot information is unknown. The root cause of the revision on (B)(6) 2016 to remove a broken screw (1405-10xx) is related to the removal of the additional supporting plate and screws completed by another surgeon on an unknown date. The reason for the first revision is unknown and was not reported to the manufacturer. This analysis is based on the information provided by the surgeon performing the second revision surgery. The company will supplement this MDR as necessary and appropriate. Device was not returned.

Event description:
It was reported (B)(6) 2017 by a surgeon that a revision was completed on (B)(6) 2016 to remove a broken screw (1405-10xx) and replace it. In addition, the surgeon supplemented the single plate with additional plates and screws to complete the revision. Additional information from the surgeon indicated that the patient had previously underwent a prior revision surgery by another surgeon on an unknown date during which the removal of some of the sk-12 components was completed however no additional hardware was added during that revision case to supplement the system. The previous event was not reported to the company.